Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-7000-14, drill, 2.75mm, .066 cannulation, batch number 022448, was received for investigation. - upon visual inspection, it was observed that the shaft of the drill is broken off partly. - functional testing was not performed due to the damage of the device. - the broken off fragment was returned for evaluation. - the most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device with excessive force. - refer to evaluation pictures. - the complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a laterjet surgery the drill broke off at the attachment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.